Event description:
Covidien endo stitch auto suturing device was not functioning properly during set up of the instrument table. It was not loading the covidien surgidac 2-0 es-9 taper needles and getting stuck when this was attempted. This issue did not reach the patient. Dates of use: (B)(6) 2014. Diagnosis or reason for use: laparoscopic roux en y gastric bypass.